Event description:
Reported due to pt death. In 2005, the pt presented for a "4v angiogram" with possible intervention due to critical carotid stenosis of the left internal carotid artery found via carotid doppler and subsequent carotid angiogram 2 weeks earlier. Reportedly, the pt has a very challenging anatomy upon angiogram done via the right femoral artery. The angiogram showed "markedly tortuous descending abdominal aorta, type I-ii aortic arch with anomalous origina of the great vessels and severe angulation of the common carotid arteries, left internal carotid artery (lica) 80-90%." On admission, the pt was alert and oriented to time, person and place, speech was clear. The next day a xact stent was used for successful percutaneous transluminal angioplasty (pta) of the lica utilizing a distal protection filter. Following the procedure the pt was transferred to the coronary care unit (ccu) and the pt developed pulmonary edema and changes in mental status. The pt increasingly became confused, unable to follow commands, oriented only to self, lethargic and had one (1) episode of coffee ground emesis. The pt was intubated and was taken for emergent computed tomography (CT) of the head without contrast that showed a "large (l) intraventricular hemorrhage suggestive of early hydrocephalus." A neurosurgical consult was done and placement of a ventriculostomy drain was suggested and discussed with the family, which the family refused. The pt also developed cool left lower extremity after the procedure. A vascular surgical consult was done suspecting "global embolization post catheterization." Nephrology consult was done and found worsening renal function and anemia due to bleeding and renal disease. Renal dialysis was suggested which the family refused. The following day, neurology follow-up indicated pt in "deep coma with elements of brain death secondary to intracranial hemorrhage with poor prognosis." Neurology consult suggest extubation if family agrees. At 3:10 pm, the pt was "weaned off the ventilator" and at 3:40 pm the pt was pronounced dead. Although requested, no additional pt info was provided.